Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming testing and displayed a service code 203 (discharge profile fault). The cause for the failure was contamination to multiple components on the computer/analog pca. The root cause for the contamination was ingress of an unknown liquid. No adverse events resulted from the defective monitor.

Event description:
A patient's monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.